Event description:
Nurse attempted to reinfuse constavac drainage but device failed (pump) to release fluid. Blood bag separated from device but device still failed to drain. Pt received autologous blood.